Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 0 events for this catalog number/device code combination were previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2019-01491 but should be included under this report. - 1 total events were reported for this catalog number/device code combination for the reporting quarter. Product return status 1 device was received. Event confirmation status 1 reported event was confirmed. Evaluation results 1 device was found to be affected by broken down lubrication and missing paint chips.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly overheated and had paint chips missing. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: 0 events for this catalog number/device code combination were previously reported during the reporting quarter; however: 1 previously reported event was included under MFR report # 0001811755-2019-01491 but should be included under this report. 1 total events were reported for this catalog number/device code combination for the reporting quarter. Product return status: 1 device was received. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by broken down lubrication and missing paint chips.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly overheated and had paint chips missing. 1 event had no patient involvement; no patient impact.